Event description:
The clinician reports that the day the implant was placed in ADA 7, failure occurred upon insertion. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility. No further patient complications were reported.